Manufacturer narrative:
Unit power up properly after battery installation. Unit was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. Proceed with the following testing to assure proper functionality of the unit. Pump passed displacement test, sleep and active current measurement test. Unit failed self test alarming pump error 63. The adapt tool recorded on 08/06/2025 18:08:49.000 pump error 63 alarm. File=37 line=367 variable = 03. Per software engineering log investigation pump error 63 was due to ambient light test failure. The adapt tool also recorded pump error 4. Per software engineering log pump error 4 is a follow up alarm after pump error 63. Isolate to electronic assemblies. Proceeded by cutting unit open and performing a visual inspection on connectors and electronic assembly. All connectors were plugged in properly and no moisture damage was noted. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked case and cracked keypad overlay. In conclusion, customer allegations are confirmed. During download history review pump error 63 alarms were recorded in addition with pump error 4. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 63(hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed and the customer was able to clear the alarm and able to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1715kl was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.